Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a stent was implanted in the iliac artery, a powerflex pro was performed post-inflation, however, it caught on the stent edge and ruptured. There was no reported patient injury. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, after a stent was implanted in the iliac artery, a 9x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was performed post-inflation, however, it caught on the stent edge and ruptured. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17324221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics and procedural/handling factors (caught on edge of stent) most likely contributed to the reported event as stated by the customer. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.